Event description:
It was observed that during the device evaluation, the colonvideoscope had white residue inside the auxiliary channel. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause of the complaint is d02-cause traced to component failure, expected or random component failure without any design or manufacturing issue is due to c070603 - fracture problem olympus will continue to monitor field performance for this device.